Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR :19jul2019. The customer is repairing unit for the black screen while unit is alarming as it was not resolved. The blower was replaced due to noise. A blower assembly was return for analysis. An investigation was performed and the noise issue was duplicated due to foreign material found inside the turbine housing. Repairs pending for unit will not turn on and the screen is black while unit is alarming. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 08oct2019, date of report : 08oct2019. The investigation of the blower motor assembly could not replicate the reported problem of power on failure or black screen. Foreign material was found inside the turbine housing. The vent produced low pitch humming sound, which was out of specification. Foreign material was also found near the rear bearing underneath the passivation. Repair information could not be obtained. After numerous attempts to obtain information, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit will not turn on and the screen is black while unit is alarming. The customer reported there was no patient involvement. The event date was not specified; estimate used.